Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the coil embolization procedure of an aneurysm, the presidio 10 cerecyte microcoil (pc410082930/g11656) prematurely detached within the microcatheter. No adverse event occurred as a result. The microcatheter was removed and another one placed to continue the procedure without any adverse event reported. A stryker sl-10 microcatheter was used, with an inner diameter of .0165. No friction was noted during advancement. The same microcatheter was successfully used with coils after the reported event. An adequate flush was maintained throughout the procedure. The target lesion was side unspecified carotid ophthalmic. There is no patient specific information available, and the device was returned for analysis. The coil was not returned. The detachment fiber was found protruding and extending past the distal tip of the outer sheath. It is possible that the contributing factors to the unintended detachment of the coil inside the microcatheter may have been due from the coil being temporarily anchored while a retraction movement of the delivery wire was performed. It is highly unlikely, but it is possible that the coil detached during advancement. The exact circumstances of how the unintended detachment of the coil based on the limited evidence received cannot be determined. Therefore, without the return of the coil and without a more detailed event description of the field complaint, the exact root cause of the coils unintended detachment inside the microcatheter cannot be determined. In addition, without the return of the coil and the sl-10 microcatheter user in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information and analysis of the returned device, no conclusion can be made regarding the reported resistance friction during insertion of the presidio through the noncodman microcatheter. It appears that withdrawal in the presence of this resistance led to the detachment of the coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During the coil embolization procedure of an aneurysm, the presidio microcoil prematurely detached within the microcatheter. No adverse event occurred as a result. The microcatheter was removed and another one placed to continue the procedure, and the device will be return for analysis.

Manufacturer narrative:
During the coil embolization procedure of an aneurysm, the presidio 10 cerecyte microcoil (pc410082930/(B)(4)) prematurely detached within the microcatheter. No adverse event occurred as a result. The microcatheter was removed and another one placed to continue the procedure without any adverse event reported. A stryker sl-10 microcatheter was used, with an inner diameter of .0165. No friction was noted during advancement. The same microcatheter was successfully used with coils after the reported event. An adequate flush was maintained throughout the procedure. The target lesion was side unspecified carotid ophthalmic. There is no patient specific information available, and the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although based on the reported information, a definitive root cause cannot be determined, and without the product for analysis, the event could not be evaluated. The device history records indicated that there is no indication of a relationship to the manufacturing process. Procedural factors appear to have impacted the reported events. Therefore, no corrective action will be taken at this time.